Event description:
Transporting patient to picu from x-ray. When the ventilator stopped, all lights flashed and ventilator started to reset. Patient was bagged with 100% o2 right away. Etco2 remained reading 38-42, sats remained 96%.the ventilator finished reset and started working. Clinician finished transporting patient, removed patient from ventilator and sent ventilator to clinical engineering for investigation.no patient harm with this event, when ventilator reset itself. Manufacturer response (as per reporter) for transport ventilator, ltv 1150called manufacturer about event.